Event description:
The physician reports that the crystalens became wrinkled, when using the b&l softport lens injector system. No further details were provided. Additional information has been requested from the health care professional.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.